Manufacturer narrative:
The lead was discarded following the procedure and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. During a lead revision procedure there was evidence of sepsis. This lead was explanted. No additional adverse patient effects were reported.